Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that patient did a routine latitude follow-up which showed poor sensing and loss of capture. After this, a chest ray was performed and a perforation was discovered. Reasonable evidence suggest that sensing issue and lost of capture (loc) were due to the lead perforation. The lead was extracted and replace successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient did a routine latitude follow-up which showed poor sensing and loss of capture. After this, a chest ray was performed and a perforation was discovered. Reasonable evidence suggest that sensing issue and lost of capture (loc) were due to the lead perforation. No additional adverse patient effects were reported.